Event description:
Complainant alleged that the unit halts after partial boot cycle. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the unit halts after partial boot cycle and would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.